Event description:
It was reported that during a lap gastric bypass, the device fired malformed staples. Another device and sutures were used to complete the case. The case was extended an additional hour, but was completed with no pt consequence.